Manufacturer narrative:
Insulin pump passed the self test and displacement test. The time and clock feature functioned properly during testing, no time and clock anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had time clock anomaly. The blood glucose level of the customer was 120 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the insulin pump was 10 minutes ahead from about 1 week and loss was greater than 1 minute per week and 4 minutes per month. The insulin pump will be returned for the analysis.